Event description:
A 63 year old male with a diagnosis of cardiomyopathy and a pre support clinical condition consistent with scai shock stage e was supported with an impella rp flex device implanted percutaneously via the right internal jugular vein on (B)(6) 2026 at 21:57. During impella support, the bedside rn reported concern for hemolysis based on laboratory findings of elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The hemolysis was identified during active device support; however, the exact onset timing relative to other clinical interventions is unknown. There were no known anatomic abnormalities of the heart reported. It is unknown whether blood products were transfused, whether imaging was performed to assess pump position, whether the target act was consistently maintained, or whether repositioning was attempted. Resolution of hemolysis following device removal could not be determined. Based on the available information, this event involved reported hemolysis occurring during impella rp flex due to multiple unknowns¿including pump position, anticoagulation status, imaging assessment, response to repositioning, and clinical confounders such as end organ function¿the relationship between the device and the reported hemolysis cannot be determined at this time. The patient outcome was death following withdrawal of care. Further assessment, including device return analysis and data download, is required to determine whether a product related malfunction or failure mode contributed to the reported event. The death is conservatively being reported to the impella rp flex but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 (catalog and serial). Mechanical interaction with blood/hemolysis: the cause of the mechanical interaction with blood/hemolysis was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Anemia: the cause of the injury was not determined due to insufficient clinical details.